Event description:
Caller reported a malfunction on pump while no notable events occurred prior to malfunction. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, successfully preventing recurrence of malfunction code. Customer was instructed to call back if issue recurs and was able to continue using pump.